Event description:
Pt on continuous pulse oximetry monitoring with pca pump. During morning rounds by pa and md, pt found unresponsive to noxious stimuli and with pulse oximetry reading 40% and noted agonal breathing. Pulse oximetry did not alarm with low oxygen saturation. Alarm limits set at 85 for low level, volume set at 8. (B) (6) called, turned into code blue. Pt intubated and transferred to sicu. On (B) (6) 2010 condition stable, pt extubated, transferred to md/surg unit.